Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery 5 minutes after an infusion set change. The blood glucose reading was 350 mg/dl. No significant events leading to the alarm were observed. The customer reported that a bent infusion set cannula was found. On another occasion, the customer reported high blood glucose. The most recent blood glucose reading was 160 mg/dl. He complained of feeling bad due to high blood glucose, which he treated for with insulin. The insulin pump passed the high pressure test. Insulin did not exit the tubing during a manual prime, and no occlusion was noted on this infusion set. The customer was advised to change the entire infusion set, reservoir and insulin. Nothing further reported.